Event description:
It was reported that the ventilator failed internal leakage test during pre-use check there was no patient involvement. Manufacturer's ref.: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The reported failure in the internal leakage test during pre-use check was reproduced during simulated use test of the returned air gas module in a ventilator. The failure was caused by one of the printed circuit board inside the gas module. The printed circuit board inside in the gas module is responsible for flow regulation. The failure of the supply pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event.

Event description:
Manufacturer's ref.: 227943.